Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: "self test failed. Service software : (calibration pressure failed , inspiratory valve test failed)." Health impact: no clinical signs, symptoms or conditions. Problem identified during non-clinical procedure.